Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge error message while attempting to load a new cartridge. The customers blood glucose level was not impacted. In addition, it was reported that an empty cartridge alarm occurred. During troubleshooting with tandem technical support, the customer was able to load a different cartridge successfully.